Event description:
Pt suffered post-operative hemorrhage and renal failure and placed in ICU for approximately 3 weeks following cardiac surgery, double valve replacement, and had received osmolite by n/g tube for 18 days. Due to worsening renal failure he was changed to nepro at 2100 on 3/29/97. The pt was not checked until 0100 on 3/30/97, feed was not being delivered. The feed had curdled or gone lumpy and was blocking the proximal end of the feeding set. Pt was insulin dependent diabetic. Medical report indicated the pt experienced severe hypoglycemia. Cerebral damage assessed by health care professional based on comatosed condition since the event. Pt expired on 4/3/97. Cause of death listed as renal failure and pneumonia.